Event description:
It was reported that during the meniscus repair surgery, the suture fell out without reason into the patient and could not be used normally. A backup was available to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. Information received indicates that none of the anchors was deployed in the meniscus, therefore there was no patient impact. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.